Event description:
The patient experienced a shocking sensation at the implantable neurostimulator location. There was no incident or accident related to the complaint. The patient had an appointment to be seen by the field representative for further device troubleshooting. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.